Event description:
While aspriating fluid from the abdominal cavity via a flexima apdl drainage catheter, the catheter fractured and a piece remained in the pt's abdomen. The fragment was successfully removed with forceps.